Manufacturer narrative:
Analysis of the catheter found that the collet was detached from the catheter to catheter connector when it was returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 150 mcg / day via an implantable pump. The indications for use were not reported. It was reported that the healthcare provider was unable to get the spinal section of the catheter onto the connection pin. The healthcare provider made several attempts without being successful. At some point the collet on the spinal side fell apart from the rest of the connector. When asked if there were any environmental, external or patient factors that may have led or contributed to the issue the reporter did not believe the healthcare provider handled the catheter or the connector roughly. There was no troubleshooting performed. The company representative went and got an 8785 to replace the broken connector. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.